Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose events while using the ilet, with lows occurring predominantly overnight and after meal announcements; records show a nadir of 51 mg/dl, duration out of range about 20¿30 minutes, and alerts were received, with corrections performed using oral carbohydrates. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of reported cgm-derived metrics and user-reported use patterns. Investigation of this case revealed a pattern consistent with postprandial insulin stacking when corrections were delivered as glucose was rising prior to a subsequent meal announcement, contributing to hypoglycemia; device performance otherwise appeared consistent with expected operation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.